Event description:
Additional information was received that the lv lead was capped and replaced to resolve the event. The patient remained stable during this procedure.

Manufacturer narrative:
Implant date is estimated to be in (B)(6) 2021.

Event description:
During a follow-up, one month after the initial implant, in (B)(6) 2021, a loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed and dislodgement of the lv lead was confirmed. The devices was programmed to deactivate the lv channel. Due to the change in patient condition a procedure to reposition the lv lead is anticipated. The patient was stable and will continue to be monitored.